Event description:
The implantable cardioverter defibrillator (ICD) was later removed and returned to the manufacturer.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was exhibiting shorter than usual battery longevity. ICD outputs were lowered and the patient will continue to follow up. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The weekly battery voltage trend data shows min battery equal to 3.027 to 2.873 volts range between (B)(4) 2012 and (B)(4) 2013 is before device recommended replacement time (rrt) less than or equal to 2.6251 volts. (B)(4).